Event description:
It was reported that the video processor lost image during a colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus, due to this, it was not possible to confirm the reported failure. Based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.